Event description:
It was reported that the customer's insulin pump has damage to the display. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window, cracked and bleeding lcd glass.